Manufacturer narrative:
Final device analysis of the pump revealed no low battery alarm present-24 hr maximum rate test done. No anomaly found - normal device function.

Event description:
It was reported that the patient had a pump and catheter replacement as a result of battery depletion on the pump (end of life) and a kink found in the catheter. The patient did not have any reported symptoms. The patient's outcome was reported as "no injury." The medication being delivered via the device system was morphine.